Manufacturer narrative:
The pt was revised to remedy loose stem & dislocation caused by trauma from the pt falling during rehab. The device was not returned for investigational review. The device history record was reviewed and all processing and inspection steps were executed as intended. Ncmr # (B)(4) & #(B)(4) were created on the stem for excessive coating area, dispositioned return to vendor. The 497-28-035 head had an ncmr # (B)(4) created for chatter on bottom of i.d. That was dispositioned use as is with no mechanical interference will exist against the base of the femoral head. This is the second complaint for this part number, dislocation on the other one, different lot number. There are no indications of material, design or mfg problems with the device. The most likely cause for the stem loosening and the dislocation is trauma, as reported.

Event description:
Revision surgery -patient fell in rehabilitation and dislocated hip. The surgeon replaced all the implants.